Event description:
It was reported the patient's device was explanted after multiple overdischarge events. It was originally reported in (B)(6) 2010 that the patient had been charging more than expected. In (B)(6) 2010, it was reported the patient required a physician mode recharge due to an overdischarged device, but successful recharging was achieved and the device was again functioning. Impedances were checked and were normal. On (B)(6) 2011, the patient was again experiencing recharging problems. The patient's device was in overdischarge, and a physician mode recharge was unsuccessful. The patient tried multiple pmrs with multiple programmers, but none were successful. The patient's device was replaced. The patient recovered without sequela.

Manufacturer narrative:
Analysis findings (for neurostimulator. Analysis of neurostimulator model 37712 serial (B)(4) showed no output or telemetry as received. Two physician mode recharge procedures were attempted and telemetry was restored to the device. It was observed that the device had a total of 3 overdischarge counts (2 of which occurred during analysis, 1 after (B)(6) 2009 - last time device was used). From (B)(6) 2009 until (B)(6) 2012 (explant date), the device sat idle and went into lock mode. This overdischarge damaged the battery, causing a rapid recharge/discharge of the battery.

Manufacturer narrative:
Implanted: 2009 (B)(6), explanted: unk, lead model 37743, lot# unk, serial# (B)(4), implanted: 2009 (B)(4), explanted: unk, lead model 3550-29, lot# unknown, serial# unk, implanted: unk, explanted: unk. The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Analysis of neurostimulator model 37712 (B)(4) showed no significant anomalies. It was observed that the device had an overdischarge count of 3. The device was able to synchronize with a patient programmer. There was no telemetry seen but following a physician mode recharge (pmr) the device showed good stable output on all electrode pairs. Analysis of the plug accessory model 3550-29 lot #unknown showed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.